Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Mixing pump was replaced. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Dmfea ra2800010 rev 25 was reviewed for this investigation. The reported event is addressed in step/item #s ra109. The severity/effects of this complaint were addressed within the fmea. Potential causes were identified and reviewed. The residual risk is within the expected range. The instructions-for-use under (B)(4). Rev. 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: e, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm113 and patient not cooling in an arctic sun device. Per review of wo on 14mar2025, patient continue therapy using another device, patient is fine. Per follow up information received via mail on 26mar2025, it was assessed by customer engineer and claimed chiller pump and processor card faulty. After replacing with new chiller pump and processor card, the device works normally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm113 and patient not cooling in an arctic sun device. Per review of wo on (B)(6) 2025, patient continue therapy using another device, patient is fine.